Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026.the insertion site was thigh. The infusion set was in use for one day.the blood glucose level was 400 mg/dl and the patient was treated with manual injection. No further information available.